Manufacturer narrative:
N/a.

Event description:
The following has been reported: the display buttons aren't working, the stop, c, and down arrow buttons don't work, detected non functional keypad reporting as a conservative measure. No adverse event effects were reported. The device history records (DHR) were reviewed and did not reveal any events related to the reported issue. The reported issue is associated with a known failure mode that has previously been investigated, with the root cause identified and documented under event. The device log was not provided for investigation; therefore, no review of the device operational data could be performed. The device was not received because it was repaired locally. To solve the issue the upper housing, including the keypad, has been replaced. The defective part, the upper housing, including the keypad, was received in brezins for investigation. An external check was performed and did not reveal any defects. Functional testing of the keypad was performed using a test bench. The following buttons were confirmed to be defective: on/off button. Menu button. Pressure menu button. As part of this event, an event record was created to conduct an in-depth analysis. The complaint is consequently considered valid. To our knowledge this complaint is not being related to patient safety this complaint is considered as: valid. The trend is: normal.